Event description:
A 28mm diameter x 16.5cm length medtronic ave aneurx bifurcated stent graft was successfully placed to exclude an aortic aneurysm. It was determined that an extender cuff should be placed above the bifurcated stent graft, therefore, the extender cuff device (size unknown at this time) was inserted on the "super stiff" guidewire. Upon insertion of the extender cuff device, the guidewire placement was "lost" and required an attempt to push the guidewire back into position past the superior border of the bifurcated stent graft. The guidewire was pushed through the center of the stent delivery system when the pt suffered a precipitous decline in blood pressure. The pt was then converted immediately to open repair of the aneurysm at which time it was noted that there was a perforation at the aortic neck above the bifurcated stent graft. There was no add'l clinical sequelae reported relative to the event. The pt is reportedly doing fine.